Event description:
Customer reported during blood infusion pump alarmed "air in line" (ail). The tubing was checked several times and no ail was noticed. Near the end of the transfusion the pump also alarmed ail and when the door was opened noted blood inside the pump. There was no adverse patient effect. Although requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.